Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient presented to the emergency room with report of magnet tones at work. The nurse noted that magnet tone sounded four times during visit in the emergency room as well.  The manufacture representative indicated that upon arrival no additional tones were heard.  The patient indicated and emergency room nurse agreed, no sources of magnetic interference local to device at times of tones.  A review of the crt-d transmission report noted that the last ten tones were all from the date of transmission from within fifteen minutes of interrogation and no indication of tones before and no alerts triggered, just magnet interaction.   Testing of patient¿s necklace as potential source was suggested.  However, it was indicated that the necklace was previously tested, and the crt-d was toning even when the necklace was removed.  Additionally, it was noted that the patient reportedly had a phone close to the chest.  It was suggested that the patient continue to assess environment and document via video any instances in which the crt-d is toning without sources of interference.  The crt-d remains in use.  It was also reported that a warning triggered for right atrial (ra) lead high threshold and the lead was noted with chronic no capture.  The ra lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was reported that the cause of the magnet toning was not established. However, it was suspicious the patient was causing the tone using their phone, which had the capability of emitting a magnet tone. The patient was observed moving their phone inside their pocket. No action was taken with regards to the device or the lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.